Event description:
Reporter indicated that the pt has experienced worsening of aspiration since vns therapy system implant. Further follow-up revealed that the pt has not been feeling well since their third day post-implant and has been producing copious amounts of oral secretions and needs frequent suctioning. The pt's family member indicated that recent suctioning has been difficult because the pt has experienced bloody mucous due to irritation of their oral airway. The pt's family member later reported that the pt is doing better and is no longer requiring supplemental oxygen. The magnet has been taped over the device to temporarily discontinue device stimulation. The pt's family member also reported that prior to surgery, family member was aware of the increased risk of aspiration.